Event description:
It was reported that coupling with the neurostimulator ceased about (B)(6) prior, and a power on reset condition (por) occurred. Impedances measurements of >10000 ohms were seen. The neurostimulator was able to be revived out of the por condition. Follow up information received reported that the patient planned to have the device replaced and the leads revised. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).